Event description:
It was reported by the customer that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath into the femoral artery. As the md was inserting the iab into the sheath, the iab became stuck. As a result, the md removed only the iab and asked for a 40 cc iab to insert through the sheath. Reference MDR# 1219856-2009-00364 for the second event involving the same pt.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.